Manufacturer narrative:
Visual inspection under magnification found no wear on the electrodes with no signs of activation. The connector block, suction barb and roller clamp have been distorted as they appear to have been exposed to extreme heat. There were no manufacturing abnormalities visually observed with the returned wand. In order to functionally test the returned device the outer damaged connector ring was removed. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was verified, but the root cause could not be determined with confidence as more than likely an e-7 error was experienced which will cause the device to not work. Factors that could have led to the e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted due to the device not showing signs of activation. The ambient megavac 90 wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the wand didn't work at all. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported. Report 1 of 3 (see (B)(4)).